Event description:
On 4/6/00 a pt presented for a "tumt" to treat his benign prostate hyperplasia. The site reported that approx 25 mins into the treatment it was discovered through abdominal ultrasound that the foley balloon had deflated since it was no longer visable. Treatment was paused. Probe was removed and replaced with a second catheter. Treatment resumed and completed. No pt injury was reported. This event is being reported as a similar event could cause a serious injury.